Event description:
During a laparoscopic procedure for removal of an ovarian cyst, a jaw of the grasping forceps broke off. The jaw piece could not be easily retrieved. A laparotomy was done to remove the metal piece.